Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it had a drilled neuro-tip leg and a drilled and fractured neuro-tip. It was determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the craniotome device had a broken foot plate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.